Event description:
Customer advised that her blood glucose has been running in the mid 200s mg/dl. She gave examples of readings of 252 mg/dl, 247 mg/dl, and 238 mg/dl, about 2 hours apart. Customer's normal range is 50-120 mg/dl. She is contributing her high blood glucose to the fact that her pump is not delivering insulin properly. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.